Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer encountered a message about the insufflator being disabled and to restart the system to continue. The caller power cycled the system several times prior to calling the technical support engineer (tse). The breakers to all components were flipped and when the system was restarted again, self-test would not complete. The system showed online and connected, but no logs were available. The tse had the customer check the system information tab on the tower and it was showing n/a for system name and information. They removed all video connections to the tower and restarted, but the symptoms remained. The caller would like the field service engineer (fse) to follow up. The procedure was aborted with no patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced common compute controller (ccc) cfg to resolve the issue. The system was tested and verified as ready for use. This unit was returned for failure analysis, and the reported issue was replicated and confirmed. The unit was installed into a test bench and powered on with a power supply. The unit was connected to a pc, and the tegra module was identified as visible. This unit is confirmed to be bricked. To address the issue, the unit will be reprogrammed with the released software and retested. The complaint was confirmed based on failure analysis, which indicates that the device may have contribute to the customer reported issue.